Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, the customer did not respond to the confirmation screens and did not select deliver or complete all of the steps on the pump screen. It was confirmed that the customer had a roche pump available for diabetes management.